Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure within the stomach on (B)(6), 2010. According to the complainant, the loop would not extend from the end of the catheter. It was suspected that either the catheter sheath or the braided snare wire was out of specification. The physician was able to successfully complete the procedure with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results- catheter sheath detached.

Manufacturer narrative:
(B)(4) - device failed to extend. The returned device presented with the catheter sheath detached from the handle mechanism, which prevented the snare from retracting and extending as intended. Analysis of the catheter sheath found that the proximal end of the catheter was flared out, which resulted in the detachment. The condition of the returned device was consistent with the complaint that the snare loop failed to extend; the complaint was confirmed. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.